Event description:
It was reported that this right ventricular (rv) lead had pacing impedance values less than 200 ohms due to an insulation breach. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.